Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient normally charged every 1-2 days for 15-30 minutes at a time. The patient noted that the last charge was 3 days ago, and when they stopped charging, they noticed a thermometer with water drops on the complete screen. The patient charged today and noted it took over 2, almost 3 hours to charge their implant. The patient was upset with the increased time it took to charge. The patient did not recently change groups, increase parameters, and had not been reprogrammed. The patient did not normally charge to 100% full. It was reviewed that the thermometer screen was not the charge complete screen and the ins may not be fully charged. It was also reviewed since the patient didn¿t charge for 1-2 days longer than their normal charge interval it could increase the charge time. The patient was directed to call back if the thermometer screen came back and was advised to see their healthcare professional (hcp) to have the system checked. No symptoms or further complications were reported.